Event description:
Argon laser was set up according to procedure. Physician asked to reduce power setting but it did not decrease. Physician stated that power of laser beam caused a hole in patients retina. Biomed inspection of the laser indicated laser power output to be within specs. Trying to obtain an independent review of laser on site. Currently it is impounded by risk mgt.